Event description:
It was identified that the user had incomplete basal program. Customer experienced high blood glucose. The blood glucose was 258mg/dl at the time of incident. The current blood glucose was 293mg/dl. The customer was treated with carb. Customer reported insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting and found that the basal pattern was incomplete as it did not complete the 24hours. The device will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.